Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgical technician reported while prepping for the second case of the day, she noticed the laser gantry moving in a downward motion on its own. Reporter indicated she was unable to move the gantry in the z direction but could move it in the x and y direction. Reporter indicated no patient involved.

Manufacturer narrative:
A field service engineer (fse) visited the site to evaluate the system. The fse discovered a wire from cable assy, delivery z gantry motor I/o had come loose from the connector. The fse replaced the cable, the system was fully tested, and no further problem persisted. It is not confirmed how the cable came loose. The root cause of the reported event can be attributed to the non-conforming cable assembly, delivery z gantry motor I/o. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes., and additional MFR narrative. Attempts have been made to obtain additional information; however, at this time no additional information has been received. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.